Event description:
Unable to remove stent balloon after stent deployment. This took 20 minutes to remove balloon. This report regarding the above identified pt occurring a month later took 7 minutes to remove balloon. The md made repeated inflation until the balloon released. There was no injury to the pt and the procedure was completed. Biomed was notified and examined the product. The company boston scientific was notified. Rptr will not use these stents unitl they have indicated that this problem has been resolved.